Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie had a medication obstruction preventing the drawer from opening. A field service engineer (fse) managed to move the obstruction with a flathead screwdriver and get the lid to open. Even after fixing this, the failed symbol did not go away. After further troubleshooting, the cause was found to be a misaligned remote manager. The fse fixed the alignment to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and user was able to retrieve medication from another station. There were no adverse events or injuries reported based on this event.